Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. Service history review: part no. 05.000.008, serial/lot no: (B)(4)/5725825: a service history of the past three years has been reviewed. The item was previously returned for service on 03july2013 due to motor failure and 02january2014 due to a damaged component. The customer called in a service request for this item on (B)(6) 2015 and reported the device inoperable-runs continuously. The previous service condition of motor failure is relevant to the current complained issue of inoperable-runs continuously. The manufacture date of this item is 25february2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was completed: the customer reported the tyvek shield peeled back which allowed water to enter the inside of the device which caused it to run continuously. The repair technician reported the contact plate was damaged, the wire to the main circuit was damaged, and the motor ran slow and intermittently. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tyvek shield on each hand piece for battery powered driver has peeled back which allows water to enter the inner workings which causes the unit to keep running when the battery is attached. The unit can be left to dry out and it will work fine but it takes a few days for it to start working again. This was discovered during routine inspection, no case or patient involvement. This is report 1 of 1 for (B)(4).